Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone a total knee arthroplasty in 2011 and further alleged the locking bar backed out. A review of invoice history confirmed the primary surgery date was (B)(6) 2011. Additional information received indicates a procedure was performed on (B)(6) 2013 to snap the locking bar back into place. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.